Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition and without external damage. A review of the event history log found a check clutch/plunger lever error. Functional testing involved a flow test and found that the reported issue was replicated. It was determined that the position pot was disconnected from the main board, causing the issue. It was unknown how the component was disconnected. Based on the evidence, the issue was observed and a root cause was unable to be confirmed.

Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump was returned to smiths medical for repair of a repeated check clutch/plunger lever out of box failure. No information was reported that the product fault occurred while in use with a patient.